Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that during the pump replacement procedure, when the hcp tried to connect the collet from the new kit to the existing catheter, the catheter would not go in. Per the reporter, it seemed like the internal part of the connector/collet just would not fit the catheter. They tried to use saline to help push the catheter in and tried spinning the connector/collet however that did not work. It was confirmed that the connector/collet had not been snapped in yet either. They then opened another kit since the hcp wanted the same exact piece and that worked perfectly fine.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter , ubd: 16-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿pump eri due to time progression; ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿; and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. Interrogation of the pump upon receipt indicated that the pump was delivering saline (12.0 mg/ml at 0.576 mg/day). Analysis of the catheter found ¿catheter pin connector ¿ collet prematurely locked in place¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.